Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of upstream occlusion keeps appearing with no upstream occlusion present was not reproduced. A review of the event history log (ehl) revealed multiple events of "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion with no upstream occlusion present. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.